Manufacturer narrative:
Visual examination of the returned 5-level plate found that one of the blocking slide had become completely detached from the implant. Witness marks along both the anterior and posterior sides of the plate are present and reveal the location of the instrument to plate during contouring/bending. The anterior side of the plate contains witness marks at the graft windows on both sides of the detached blocking slide. The combination of these witness marks confirms the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate. Additionally, the bend is positioned at one end of the plate rather than incrementally placed as suggested in the stg.

Event description:
Surgeon was bending plate correctly and once he put it in the patient a piece of the locking mechanism fell off.